Manufacturer narrative:
The astral device was returned to resmed. Review of the device data logs confirmed the sf188. However, performance testing could not reproduce the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188) related to the safety assert system. There was no harm or serious injury reported as a result of this incident.